Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the pump was able to successfully begin charging while using a non-tandem provided wall adapter and tandem-provided charging cable.